Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the left ventricular (lv) lead exhibited high pacing impedance measurements. No intervention was performed. The patient had no adverse consequences.